Event description:
It was reported that the right ventricular (rv) lead dislodged and experienced high thresholds with no capture at maximum output. A lead revision was performed and the lead remains implanted and in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.